Event description:
It has been reported to us that the diagnostic catheter tip separated during the procedure and was successfully removed using a snare. The physician inserted the diagnostic catheter into the patient. The physician attempted to engage the catheter and it appeared to be straight. The physician viewed the fluoroscope and it was determined the distal end of the catheter had separated from the shaft. The separated portion was successfully snared and removed from the patient. Patient is fine.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. The actual complaint sample was returned for evaluation. Visual examination of the returned diagnostic catheter revealed that the catheter was in two pieces. The device was bloody and had dried contrast on the shaft and tip. The distal tip of the catheter section measures approximately 3cm in length. The catheter shaft measures approximately 94.5cm in length and a kink located at 20.5cm from the end of the strain relief. The separation was visually inspected and revealed that the tip was torn from the diagnostic shaft. The white section of the tip is slightly indented and may have been kinked. The tip material also has markings that resemble clamp marks. A review of the device history record did not detect any deficiencies in the manufacturing process. The event is confirmed for broken shaft. The analysis is complete as of today (B)(4) 2012.

Event description:
Na

Manufacturer narrative:
The actual complaint sample has been returned and is being evaluated. An engineering analysis of the subject device is being conducted. Device evaluation anticipated, but not yet complete. Results - none.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.